Event description:
It was reported that stent damage occurred. The target lesion was located in the 1st obtuse marginal artery. A 2.50x32mm promus premier¿ drug eluting stent was advanced to treat the lesion. However, the stent was caught on the proximal left main artery and the struts were lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).